Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l3-5 it was reported that the patient underwent replacement of l4 vertebral body due to pseudoarthrosis occurred after the vertebral body fracture at l4. Osteotomy on the contralateral side was not done enough during cage placement, so cage placement was performed near the approaching side. Although the surgeon also acknowledged that the osteotomy was not done enough, the operation was completed as it was. Post-op, on (B)(6) it was found by checking images during the two stage surgery of posterior fixation that 90% of the cage backed out. It was presumed that the cage backed out during the period from (B)(6) (after the operation) to (B)(6), and the anterior side of lumbar spine opened and the cage backed out when the patient was in supine position. It was planned to perform osteotomy on the contralateral side again and to place the cage from the anterior side on (B)(6). Device has been removed from the patient body in the revision surgery.

Manufacturer narrative:
Product analysis results: after loosing the body set screw and functionally testing this centerpiece, it does not appear to be damaged nor does it indicate any functional issues. There was no fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Cage replacement was performed during the revision surgery, and revision surgery was completed without any problem. No health damage in the patient was reported.